Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1713015) on 18-aug-2017. The most recent information was received on 06-jun-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of menorrhagia ('hemorrhage periods') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during periods"), migraine ("migraines"), back pain ("back pain"), neck pain ("cervical pain"), tendonitis ("tendonitis") and fatigue ("severe fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy. Ovaries were not removed). At the time of the report, the menorrhagia, dysmenorrhoea, migraine, back pain, neck pain, tendonitis and fatigue outcome was unknown. The reporter provided no causality assessment for back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, neck pain and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kgs. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-jun-2019: new reporter added (case became medically confirmed). Stop date and indication were added. It was reported that total hysterectomy with bilateral salpingectomy was performed (ovaries were not removed). No information concerning outcome of the symptoms following removal was available. Lot number was not communicated. Sample is not available for investigation no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of menorrhagia ('hemorrhagic periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included strabotomy. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("excessive discharge during ovulation"), dysmenorrhoea ("pain during periods"), back pain ("back pain"), premenstrual syndrome ("premenstrual syndrome"), pubic pain ("pubalgia"), migraine ("migraines"), neck pain ("cervical pain"), tendonitis ("tendonitis") and fatigue ("severe fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy, no ovariectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dyspareunia, vaginal discharge, dysmenorrhoea, back pain, premenstrual syndrome, pubic pain, migraine, neck pain, tendonitis and fatigue outcome was unknown. The reporter provided no causality assessment for back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, neck pain, premenstrual syndrome, pubic pain, tendonitis and vaginal discharge with essure. The reporter commented: essure was removed at patient's request due to menorrhagia, premenstrual syndrome, excessive discharge during ovulation and pubalgia and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2019: essure device removal questionnaire received; patient's relevant history. New events added: premenstrual syndrome, excessive discharge during ovulation and pubalgia and dyspareunia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 18-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhage periods") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during periods"), migraine ("migraines"), back pain ("back pain"), neck pain ("cervical pain"), tendonitis ("tendonitis") and fatigue ("severe fatigue"). The patient was treated with surgery (process for essure and tube removal ongoing on the day of the report.). At the time of the report, the menorrhagia, dysmenorrhoea, migraine, back pain, neck pain, tendonitis and fatigue outcome was unknown. The reporter provided no causality assessment for back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, neck pain and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred term: menorrhagia -analysis in the global safety database revealed 453 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.